Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the returned device confirmed the reported allegation, the 4 posts are chipped, the main body of the device is cracked around the metal bushing and nicked from the edges, the overall condition is the device is heavily used. Additionally, the device was received with letters written with a black marker. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while doing the surgery the spacer block cracked and the trial remover broke. One of the forks broke off. No further information is available. There was no surgical delay.